Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) facility.

Event description:
It was reported that thresholds fluctuated between 0.75 v and 3.75 v. Data records showed that thresholds began to fluctuate directly after the patient underwent ablation two weeks prior. X-ray showed no anomalies.